Event description:
See intial report.

Manufacturer narrative:
A review of the livanova complaints database revealed that two additional contamination events have been reported for this unit since its installation in 2016. According to the device instructions for use, the hydrogen peroxide level must be checked daily, and if this requirement is not met, the device must be drained. Deviation from this procedure may have contributed to the reported contamination. Livanova has implemented a strategy to progressively reduce the probability of bacterial growth in the heater-cooler device through multiple measures, implemented over recent years via dedicated CAPA activities and a field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.

Manufacturer narrative:
Based on follow up with the customer, the device is cleaned regularly per the instruction for use; the hospital does not use reusable blankets; the water quality monitoring is applied and the h2o2 checked every day as prescribed by the IFU; when the device is not used, is it stored full and the h2o2 checked daily even during days of non-use except in the week-end; h2o2 is added when the water in the tanks is changed (each 7 days); a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is used; the surfaces and water circuits are disinfected prior to initial operation and prior to storing the heater-cooler; device surfaces are disinfected after every operation; the 3t aerosol collection set is replaced after the allowed use period; the device is placed inside the operation theatre during use at estimated distance between the surgery field and the device of nearly 3m; it is not sure whether the water source are being tested and lab report have again been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by chimera there is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.